Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: rlt311417/21670318, plc141200/22125416. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for left common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure and the outcome was reported to have been successful. On (B)(6) 2020, follow-up imaging determined a type iii endoleak (disconnect) on the left side between the iliac branch component and the contralateral leg component used as the bridge graft. The physician believes elongation of the aneurysmal area and tortuosity of the patient's iliac arteries attributed to the disconnect. Additionally, on the right side a type iii endoleak (disconnect) was determined to be present involving the ipsilateral leg and an iliac extender component, believed to have been caused from the tortuosity of the patient's anatomy on (B)(6)2020, the patient underwent reintervention and both sides were relined. The patient tolerated the procedure and the endoleaks were resolved.